Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA tear drop label was lifted. The following information was provided by the initial reporter: material no:320119, batch no: 0077778. Verbatim: consumer reported tear drop label lifted on several of the needles, consumer stated that it appears that the labels were not properly glued. Also reported insulin leaking at injection site after the injection.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA tear drop label was lifted. The following information was provided by the initial reporter: material no:320119 batch no: 0077778. Verbatim: consumer reported tear drop label lifted on several of the needles, consumer stated that it appears that the labels were not properly glued. Also reported insulin leaking at injection site after the injection.